Event description:
It was reported that: "stem subsided - crack in the femur. Periprosthetic fracture. Took out tmzf stem cabled the femur. Cemented a long stem hip."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.